Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro overheated and wouldn't shut off; the jaws were glowing red and smokey. While testing the device prior to use, it was noticed that the device would not shut off even after the activation toggle was released. A constant tone was emitted instead of the usual beeps. A replacement device was used to complete the procedure, while using the same extension cable. The hospital did not report any patient effects. The product will be returned.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The handle on the device was open to verify connections; we did not identify any non-conformities. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).